Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was reported that the handle of the device was fractured before entering the common bile duct. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code 1069 break captures the reportable failure of handle break. Block h10: visual inspection of the returned device found the handle cannula detached from the handle and it was partially moved out inside of the coil, however, no issues were found in the basket wires and the tip was still intact on the basket wire assembly. The dimples were visible on the handle cannula and were properly located. Additionally, drag marks were present from the proximal and distal screws toward the proximal end, indicating the cannula had been forcibly pulled out from the set screws. During the evaluation, the handle label was removed exposing the set screws which were found to be present in the handle assembly. The distal screw and proximal screw depth were measured and both were found within specification. A functional evaluation was not performed due to the device condition. Based on all available information, the investigation concluded that procedural or anatomical factors encountered during the procedure likely affected the device's performance and integrity. Handling and manipulation of the device during use can lead to the handle cannula pulling out from the finger ring. The drag marks observed in the handle cannula indicate that excessive force was applied to the handle to crush the stone or retract the basket, resulting in handle cannula detachment. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was reported that the handle of the device was fractured before entering the common bile duct. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event.